Manufacturer narrative:
Concomitant medical products: 1388t-52 lead, implanted: (B)(6) 2001, 0125 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which led to inappropriate shock. The rv lead remains in use and reprogramming options were discussed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt palpitations and wondered if it was due to reprogramming for the previously reported twos.